Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red rash under the back therapy pads and on the left side of the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician allowed the patient to remove the lifevest for the time being due to the skin irritation. Follow up indicated that the skin irritation improved.